Manufacturer narrative:
The product associated with the reported event is within the scope of recall however, there is insufficient information to evaluate whether the subject issue of the recall was a cause or contributor to the reported event. The device was not returned for evaluation and no medical or other records containing treatment information or patient information have been received; therefore, the reported event cannot be confirmed, nor can the circumstances or potential causes or contributors to the alleged event be evaluated. Should additional, material information become available that permits more analysis or conclusions, a supplemental report will be filed accordingly.

Event description:
Legal case - philip decabia rk rev, related cases (B)(4). As reported by legal notification, the male patient had an initial right tka on (B)(6) 2009. The patient was revised on (B)(6) 2016 due to accelerated and preventable wear of the optetrak polyethylene tibial insert. It was additionally noted that the patient has suffered and continues to suffer permanent and debilitating injures and damages, including but not limited to, significant pain and discomfort; gait impairment; poor balance; difficulty walking; component part loosening; soft tissue damage; bone loss; and other injuries which all require ongoing medical care. No other patient information/medical history reported. No device return anticipated due to this being a legal case. Did not locate sn in historical search. 0996381 244-24-09 - optetrak hi-flex tibial insert sz 4 9mm: ***serial number (B)(6) is confirmed to have been packaged in a vacuum bag that does not contain evoh. 510k# k033883.